Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to high threshold measurements, loss of capture (loc) and helix issues. The lead was removed without incident. No adverse patient effects were reported. The lead is not expected to be returned for analysis.